Manufacturer narrative:
The device was not returned for investigation, however a picture was provided of the alleged complaint device. In the picture it can be seen that the distal tip of the needle has broken off. As the device was not returned for investigation the cause of the breakage could not be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-13991n surefire scorpion needle tip was missing when the surgeon pulled the instrument out of the joint. The tip was left in the patient. The surgeon took an x-ray to confirm the position of the fragment. This was discovered during use in a rotator cuff repair procedure on (B)(6) 2021. The case was completed by switching to an opened procedure to remove the fragment and completed the case. The surgeon opened a 2nd ar-13991n lot: 130269069 and did not use it. The case was completed by opening a 3rd ar-13991n lot: 12458628.